Event description:
Hypersensitivity injection sites reported by physician. In f/u correspondence, physician indicated there was acute angioedema on right side for face and mouth only. Onset of symptoms was approximately 2001, and physician indicated resolution 4 days later. Pt was on high soy diet and soy based estrogen/proesterone replacement, and has been found to be soy allergic by blood test. Phsyician prescribed IV steroids which were minimally effective. Though info suggests alternate etiology of symptoms, this event is being reported in good faith as physician has not entirely absolved the collagen product.